Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. The unit underwent a 5-hour burn-in and was tested with multiple models of scopes but the issue reported by the customer could not be confirmed. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that an intermittent blue static image was produced. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.